Manufacturer narrative:
(B)(4). This supplemental MDR is being submitted for the correction of the timely submission of the initial MDR. The ¿g3 date received by mfg¿ field date of MFR# and coreid (B)(4) is being updated to 03/20/2023.

Event description:
Created because of change in following meaningful field(s) : initial MDR alert date.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).